Event description:
The customer reported a black pictured displayed during set up and inspection of an unspecified procedure involving an olympus flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.the date of the event is unknown.